Event description:
It was reported that the external pulse generator (epg) was tested and the sensing was not in specifications. Additional information was received that the caller also reported that the epg was worked on and was able to pass the testing and will remain in use. No indication of patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.